Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique during the pd exchange ( a known risk factor). Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for copious amounts of fibrin in the pd catheter (not a fresenius product) which was causing drain complications during pd treatment. Per the nurse, the patient pd catheter was power flushed, and the fibrin was dislodged. Additionally, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and staphylococcus aureus. The patient was initiated on antibiotic therapy with vancomycin and cefepime (per clinic protocol) intra-peritoneal (ip). However, the nurse stated that on (B)(6) 2024 the patient was seen again in the outpatient pd clinic for persistent drain complications and report of abdominal pain. The patient received heparin dwell in the pd catheter and the patient was advised to go to the hospital if the abdominal pain persisted. Subsequently, on (B)(6) 2024, the patient was hospitalized for the peritonitis event. The nurse reported that the patient was transitioned to hemodialysis and treated with unknown antibiotic therapy. The patient remained hospitalized at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for copious amounts of fibrin in the pd catheter (not a fresenius product) which was causing drain complications during pd treatment. Per the nurse, the patient pd catheter was power flushed, and the fibrin was dislodged. Additionally, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and staphylococcus aureus. The patient was initiated on antibiotic therapy with vancomycin and cefepime (per clinic protocol) intra-peritoneal (ip). However, the nurse stated that on (B)(6) 2024 the patient was seen again in the outpatient pd clinic for persistent drain complications and report of abdominal pain. The patient received heparin dwell in the pd catheter and the patient was advised to go to the hospital if the abdominal pain persisted. Subsequently, on (B)(6) 2024, the patient was hospitalized for the peritonitis event. The nurse reported that the patient was transitioned to hemodialysis and treated with unknown antibiotic therapy. The patient remained hospitalized at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.